Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprostheses. The physician deployed the trunk-ipsilateral leg component approximately 1 cm above the renal arteries and then constrained the proximal end and repositioned it distally. He also advanced the angulation wire to correct angulation of the proximal trunk. After repositioning, the proximal end level was still too proximal; therefore, the physician attempted to reposition it again distally. However, only the delivery catheter but not the stent graft was moved when he pulled the delivery catheter. The stent graft seemed to have released from the catheter. The leading tip of the catheter was stuck in the stent wire, and part of the stent graft moved distally. The physician pushed the catheter back to the original level and deployed the trunk-ipsilateral leg component at that location. The stent graft seemed to have no problem on angiography, but the left renal artery seemed to be slightly covered (blood flow was not affected). The patient tolerated the procedure. On (B)(6) 2022, a follow-up cta imaging was performed. The imaging showed that a part of the stent graft had migrated distally and there was a type ia endoleak. Given the patient¿s advanced age and relatively small aneurysmal sac, no additional procedure would be performed, and wait-and-see approach would be taken. Regarding the renal arteries, the cta imaging confirmed that the left renal artery was not covered by the stent graft and blood flow had no problem.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device evaluation performed by engineering showed the following: · the cxt321414 excluder® conformable aaa endoprosthesis lot/serial (B)(6) was not returned for analysis, nor were any images provided for an engineering evaluation. Because no device or device images were available by which to perform an engineering evaluation, no manufacturing deficiencies could be identified and the observations in the event description could not be confirmed. As no manufacturing deficiency could be identified, no CAPA request will be initiated.